Manufacturer narrative:
Date information provided: 04/17/2017 root cause: all test passed, no fault was found on the returned inhalation module. The reported complaint of exhalation autozero solenoid cannot open (B)(4) and patient wye not blocked (B)(4) were not duplicated.

Event description:
The customer reported intermittent failed system pressure testing after changing the crossover cylinder and the exhalation autozero solenoid cannot open. The customer reported there was no patient involvement.